Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, during gallbladder removal, the defect was detected when the device was opened, that the bag was torn. No patient injury.